Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage, it was discovered that the power cord had an issue with a broken live pin.

Manufacturer narrative:
An evaluation of the scd 700 compression system was performed. Upon triage, it was discovered that the power cord had an issue with a broken live pin. The unit was triaged and the customer¿s reported condition was confirmed. The device cleaned and disinfected according to manufacturer¿s guidelines. It was received in worn condition with the power cord pin is broken and the power cord was replaced. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage, it was discovered that the power cord had an issue with a broken live pin.